Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a robotic assisted laparoscopic total gastrectomy. Oral anvil was placed at the esophageal stump during r-y reconstruction and the handle was inserted at the jejunum side. Center rod was extended and was connected to the anvil. It was visually confirmed that the anvil was inserted until the orange band, but when trying to connect the handle and the anvil, but the anvil disconnected in the middle. After the same process was repeated, grasping forceps were used to help prevent the anvil from disconnecting, and the handle and the anvil were connected somehow. The surgical time was extended by less than 30 min. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. The visual inspection of the staple guide noted the instrument was fully applied. The returned orvil anvil was observed to be tilted and attached to the instrument. Further inspection of the anvil cutting ring showed deep traces of knife impression and the ring was received completely severed. Functionally, the device was subjected to a measured anvil retention test with an acceptable result. The device was applied over the appropriate test media producing acceptable results. The knife cut the test media cleanly and completely, and the pushers advanced. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. The information for use booklet warns the user that when opening the stapler, prior to removal, not to turn the twist knob more than two full turns, as this may allow the anvil assembly to separate from the instrument. If information is provided in the future, a supplemental report will be issued.